Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 5 years and 2 months post implant of a 23mm sapien 3 valve, the valve is failing due to restenosis and regurgitation. The mean gradient is 42mmhg with mild aortic insufficiency. The physician is planning to treat with a non-edwards valve.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3/s3u IFU was reviewed for guidance and instructions. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was unable to be confirmed due to the unavailability of the device and relevant information. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 5 years and 2 months post implant of a 23mm sapien 3 valve, the valve is failing due to restenosis and regurgitation. The mean gradient is 42mmhg and mild aortic insufficiency". In this case, the device was not returned for evaluation as it remains implanted in the patient. No further information was provided despite multiple attempts to obtain additional information. In this case, the cause for the valve degeneration could not be determined due to limited information provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to b3; date of event.